Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and out of range impedance. The lead was repositioned as the it perforated the heart wall and it remains in service. No additional adverse patient effects.